Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet device would not progress beyond a static blue circle screen upon power-up during initial training, preventing normal operation. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included a review of the device history and remote troubleshooting guidance. Investigation of this case revealed a device startup/display malfunction consistent with a broken screen or boot issue that inhibited user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was an isolated device malfunction of the display or startup subsystem.